Event description:
Information received by medtronic indicated that the customer received an insulin pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). No harm, requiring medical intervention was reported. The troubleshooting was performed and customer was unable to rewind the insulin pump. The customer was advised to discontinue the use of the device. The insulin pump will be returned for the product analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = black. Case type = ngp prime. On (B)(6), 2022, the customer alleged for no motor movement or negligible movement. Retries to free a stuck motor failed. Alarm during rewind. The sc1 locks properly in place in the reservoir compartment noted. Device received with scratched case during the visual inspection. Thump software was utilized and downloaded trace/history files properly. Device alarmed no motor movement or negligible movement. Retries to free a stuck motor failed. During the rewind test. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Device passed the leak test. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics and force sensor. However, found corroded motor home switch. The test motor was installed in the original electronic assembly, case and internal battery and no no motor movement or negligible movement. Retries to free a stuck motor failed alarm during the rewind test. No motor movement or negligible movement. Retries to free a stuck motor failed alarm during the rewind test confirmed due to corroded motor home switch. . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that product was returned for analysis.

Manufacturer narrative:
Additional information has been added in the h10 in the summary which was not added in the initial report. The customer alleged for pump error 38 alarm during rewind.the sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Thump software was utilized and downloaded trace/history files properly. Pump alarmed pump error 38 during the rewind test. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. Pump passed the leak test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics and force sensor. However, found corroded motor home switch. The test motor was installed in the original electronic assembly, case and internal battery and no pump error 38 alarm during the rewind test.pump error 38 alarm during the rewind test confirmed due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.